Event description:
The customer reported the subject device did not work during the initial use. There was no image from the device but there was no error displayed. Other scopes were tested with the system and they worked correctly. This occurred outside of a case and there was no patient involvement.

Manufacturer narrative:
The suspect device has not been sent to an olympus service center for evaluation. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation and because reproduction of the event is unknown since the device was not returned for inspection, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.